Event description:
We rec'd a box of zervex enteral pump administration set which contained a wrapped mop head -large industrial type-. We have reported the issue to the MFR and requested a response. Outside being told by an employee that the boxes are packed in another country in the same plant as mops are packed. We have not rec'd a response. We now check every box that arrives at our location.